Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6)2010 and suture was used. While suturing the skin, the tip of the needle broke and a 1mm fragment was missing. X-ray screening on wound was done. The fragment could not be found. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.